Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. During visual inspection, physical damage along axis 5 and gimbal platform was observed. A pitch frame and platform frame will be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the right mater tool manipulator (mtm) controller snapped. The surgeon informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that a rotation limit message was observed and that while articulating his hand, the controller snapped back and went limp. The system then generated a recoverable fault. The surgeon also noted that a screw had popped from the right mtm. The tse reviewed the system logs and confirmed multiple right mtm faults. The tse attempted multiple troubleshooting steps including removing all instruments, powering down the system, and rebooting the issue persisted. Despite the issues encountered, the surgeon made the decision to proceed with the procedure using only the left mtm and manually manipulating the camera arm. The procedure was completed without reports of patient harm, adverse outcome or injury. Isi field service engineer (fse) was dispatched to the facility and confirmed the physical damage to the mtm. To resolve the issue, the fse replaced the mtm. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).